Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an emergent percutaneous coronary intervention [pci] procedure, the aspiration catheter became stuck on the coronary guidewire. The clinician had no other choice but to exchange all interventional equipment in order to successfully treat the patient's acute inferior infarction. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to an incompatibility between the device and a guidewire from another manufacturer. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.